Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported the patient received the following results within 15 minutes: 11:21 pm - 5.8mmol/l, 11:20 pm - 6.00mmol/l, 11:15 pm - 18.6mmol/l.